Manufacturer narrative:
Pending investigation. Concomitant medical devices: (B)(4), 304-21-11 - 10.5mm, platform fx stem left. (B)(4), 320-01-36 - 36mm, glenosphere. (B)(4), 320-10-00 - equinoxe, reverse tray adapter plate tray +0. (B)(4), 320-15-01 - eq rev, glenoid plate. (B)(4), 320-15-05 - eq rev, locking screw. (B)(4), 320-20-00 - eq reverse, torque defining screw kit. (B)(4), 320-20-18 - eq rev, compress screw lck cap kit, 4.5 x 18mm. (B)(4), 320-20-26 - eq rev, compress screw lck cap kit, 4.5 x 26mm. (B)(4), 320-20-30 - eq rev, compress screw lck cap kit, 4.5 x 30mm. (B)(4), 320-36-03 - 36mm, humeral liner +2.5mm unconstrained. (B)(4), 531-20-00 - shldr, gps rvrs drill kit. (B)(4), 531-78-20 - shouldr gps hex pins kit. (B)(4). A10012 - gps implant kit v2.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2022. The surgeon removed the glenosphere and humeral liner, completed a washout and then replaced the components with new ones, due to infection. No breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.